Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records indicates the events submitted under MFR report numbers 2015691-2024-06891 and 2015691-2024-06890 are a continuation of the same event. As such, 2015691-2024-06890 was reported in error. The event is captured under MFR report number 2015691-2024-06891.

Manufacturer narrative:
The exact date of the event is unknown. Therefore, the first day of the first month of the year the event occurred was used for b3 date of event. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4-5 years post implant of a 29mm sapien 3 valve in a conduit with pre-stent in the pulmonic position, the valve was post-dilated with a balloon due to stenosis. Additional details of the event have not been provided.